Event description:
Boston scientific crm received information that this patient's device (1283, 1298, 1190) were part of a legal action and the patient passed away two years ago. Device 1283 was explanted in 2004 for normal battery depletion and is not included in an advisory. The 1298 device was explanted one year later, secondary to patient infection. Three days following the 1190 implant, the patient fell into a coma and passed away one week later. No allegations against the functioning of the 1190 device were reported at the time of death. Both 1298 and 1190 devices were included in the advisory insignia microcrystal failure mode 2 (2005). Boston scientific crm has no specific information as to whether the device was involved in the patient's death.

Manufacturer narrative:
As of this report, none of the devices have been returned for analysis and the 1283 device is not under advisory. There is no additional information related to this event. Boston scientific will continue to investigate the complaint, and if additional information becomes available, the event will be reopened. On september 22, 2005, guidant (now boston scientific crm) issued a physician letter describing various clinical behaviors associated with two identified failure modes that could compromise therapy delivery or limit programmer communication. Changes to try to prevent this failure mode were made in 2004. These 1298 and 1190 devices were manufactured before march 2004 and are included in this population. Boston scientific crm does not have sufficient information to determine that either device behaved in the manner described in the advisory.